Event description:
It was reported that the prior to the implant procedure, the device could not be interrogated. Multiple programmers and positions were attempted. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).